Event description:
It was reported that the patient presented in clinic. During review, the device could not be interrogated and may have exhibited premature battery depletion. Trouble shooting was performed but the clinician was still unable to interrogate the implantable cardioverter defibrillator. Further information was requested however was not provided.